Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5086mri52, implantable pacing lead, implanted: (B)(6) 2011; product ID: rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the system was explanted due to infection of an unknown source. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.